Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient was experiencing increase pain. It was also stated that patients ipg was dead. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.